Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment. The procedure was delayed by approximately one hour; however, the equipment was repaired, and the procedure was completed without any issues. The philips field service engineer (fse) inspected the system onsite and found that the system failed to start up. Upon troubleshooting, the fse found that the application software had crashed and failed to start during system boot-up, indicating a software defect. No hardware malfunction was identified. To resolve the issue, the fse reinstalled the suite pc control software. After reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.